Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat knee pain. In (B)(6) 2024 patient reported loss of therapy. Fluoroscopy imaging confirmed lead migration. Patient was offered revision procedure to place the leads back in the desired location. Patient refused revision and requested to have the system removed. On (B)(6)2024 a full system explant was performed.

Manufacturer narrative:
There is no indication of any system or component failure. The system was in use for just under two years and patient reported no recollection of any issues with the system prior to loss of therapy in (B)(6) 2024.. There are no reports of any external factors that are likely to have caused migration of the implanted leads. Cause of lead migration is unable to be fully established, however migration is a known inherent risk of implantable neuromodulation systems.